Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that here is a white horizontal line in the needle cavity. No impact reported.

Manufacturer narrative:
Material #: 364314. Lot/batch #: 3122762. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. There is a line in the barrel of the syringe that is recognized as a buildup of the additive. This is aesthetic and does not impact the use of the device. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.